Event description:
Tibial fracture occurred during implantation of unicondylar knee implant.

Manufacturer narrative:
Tibial fracture occurred during implantation of unicondylar knee implant. The fracture was treated concurrently and the procedure was completed. The event does not appear to be implant related. Review of the device history record indicates the device was manufactured to specification.